Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was not able to be used due to wrong device. The device size did not match the size on the label. No other adverse patient effects were reported.

Manufacturer narrative:
The original complaint was registered on lot 9055650. But we received (B)(4) pieces on lot 8733239. So the lot number was changed from 9055650 to lot 8733239. A similar case study was done about same item number, same defect over last four year, one similar case was found. After receiving these samples, we searched for other complaint and we didn¿t find other complaint on the lot n° 8733239. Investigation from our manufacturing plant was made: this error was due to a human error during packaging.operator was resensitized in order to avoid this kind of error.

Event description:
According to the available information, the wrong catheter size (c6) was placed in the package (c9).